Event description:
During an unspecified polypectomy the physician used two cook acusnare polypectomy snare. It was reported [that] when checking if the snare worked with just the tip [snare head] out, it was okay but when fully opened during polypectomy the plastic coating started to melt and staff could smell burning plastic. Additional information received on 21july2025 also confirmed snare became difficult to open/close due to melted part. Snare had not appeared kinked in packaging. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: a product evaluation was performed only by the pictures provided in response to this report because the product said to be involved was not provided to cook for evaluation. Per the photos provided we cannot complete a full evaluation. Without the product or substantial evidence to contradict the complaint, it is considered confirmed based solely on statements and photos describing the event. The first three photos show the base of the handle and the sheath is kinked/buckled on both devices. The fourth photo shows one of the labels, and the lot number matches that in the report. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the photos provided confirmed the report; however, we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. One possible cause of this report is use with an incompatible active cord. The IFU states "this device must only be used with an active cord compatible with a 3 mm diameter connector. This device has only been verified to be compatible with the following cook active cords: acu-1 and acu-1-vl (supplied non-sterile)." The instructions for use contain the following additional information to assist with proper set-up and use of the device: "before using this device, follow the recommendations provided by the electrosurgical unit manufacturer to ensure patient safety through the proper placement and utilization of the patient return electrode. Ensure that a proper path from the patient return electrode to the electrosurgical unit is maintained throughout the procedure." "Inspect the active cord. The cord must be free of kinks, bends, breaks and exposed wires to allow for the accurate transfer of current. If an abnormality is noted, do not use the active cord." "Securely connect the active cord to the device handle and electrosurgical unit. The active cord fittings should fit snugly into both the device handle and electrosurgical unit. Following the instructions from the electrosurgical unit manufacturer, position the patient return electrode and connect it to the electrosurgical unit." "Following electrosurgical unit manufacturer's instructions for settings, verify the desired settings and activate the electrosurgical unit. Note: the maximum rated input voltage for this device is 2kvp-p for cut mode and 5 kvp-p for coagulation mode." Prior to distribution, all acusnare polypectomy snares are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. A review of the complaint history was conducted. Based on this review, the likelihood of this type of report is rare. Quality assurance will continue to monitor for complaint trends.

Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in a plastic bag with an open pouch from the lot number provided in the report. The label matches the product returned. Photos were provided and reviewed. The first three photos show the base of the handle and the sheath is kinked/buckled on both devices. The fourth photo shows one of the labels, and the lot number matches that in the report. Our laboratory evaluation of the product said to be involved confirmed the report. The device was returned with the snare retracted into the sheath and the sheath was noted to be kinked/buckled. The device would advance and retract when the handle was manipulated with no difficulties. The continuity from the electrical pin to the snare head was tested with an ohm meter and passed. An additional functional test was performed by attaching the active cord to the electrical pin. The active cord connected to the device easily and remained securely connected. The device was connected to a valley lab generator and power was applied. The snare cut and coagulated simulated tissue with resistance and more repetitions of cutting/coagulating than expected. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the returned device and photos provided confirmed the report. A definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. Additional information provided states this device was used with an erbe active cord, which is incompatible. The IFU states "this device must only be used with an active cord compatible with a 3 mm diameter connector. This device has only been verified to be compatible with the following cook active cords: acu-1 and acu-1-vl (supplied non-sterile)." "Do not use this device with an active cord which has a maximum voltage rating less than 5kvp-p (2500 vp). This could cause thermal injury to the patient, operator, or assistant." The instructions for use contain the following additional information to assist with proper set-up and use of the device: "before using this device, follow the recommendations provided by the electrosurgical unit manufacturer to ensure patient safety through the proper placement and utilization of the patient return electrode. Ensure that a proper path from the patient return electrode to the electrosurgical unit is maintained throughout the procedure." "Inspect the active cord. The cord must be free of kinks, bends, breaks and exposed wires to allow for the accurate transfer of current. If an abnormality is noted, do not use the active cord." "Securely connect the active cord to the device handle and electrosurgical unit. The active cord fittings should fit snugly into both the device handle and electrosurgical unit. Following the instructions from the electrosurgical unit manufacturer, position the patient return electrode and connect it to the electrosurgical unit." "Following electrosurgical unit manufacturer's instructions for settings, verify the desired settings and activate the electrosurgical unit. Note: the maximum rated input voltage for this device is 2kvp-p for cut mode and 5 kvp-p for coagulation mode." Prior to distribution, all acusnare polypectomy snares are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. A review of the complaint history was conducted. Based on this review, the likelihood of this type of report is rare. Quality assurance will continue to monitor for complaint trends. Additional comments: based on the information provided that the device was used with an incompatible active cord, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Manufacturer narrative:
Investigation evaluation: a product evaluation was performed only by the pictures provided in response to this report because the product said to be involved was not provided to cook for evaluation. Per the photos provided we cannot complete a full evaluation. Without the product or substantial evidence to contradict the complaint, it is considered confirmed based solely on statements and photos describing the event. The first three photos show the base of the handle and the sheath is kinked/buckled on both devices. The fourth photo shows one of the labels, and the lot number matches that in the report. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the photos provided confirmed the report; however, we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Additional information provided states this device was used with an erbe active cord, which is incompatible. The IFU states "this device must only be used with an active cord compatible with a 3 mm diameter connector. This device has only been verified to be compatible with the following cook active cords: acu-1 and acu-1-vl (supplied non-sterile)." "Do not use this device with an active cord which has a maximum voltage rating less than 5kvp-p (2500 vp). This could cause thermal injury to the patient, operator, or assistant." The instructions for use contain the following additional information to assist with proper set-up and use of the device: "before using this device, follow the recommendations provided by the electrosurgical unit manufacturer to ensure patient safety through the proper placement and utilization of the patient return electrode. Ensure that a proper path from the patient return electrode to the electrosurgical unit is maintained throughout the procedure." "Inspect the active cord. The cord must be free of kinks, bends, breaks and exposed wires to allow for the accurate transfer of current. If an abnormality is noted, do not use the active cord." "Securely connect the active cord to the device handle and electrosurgical unit. The active cord fittings should fit snugly into both the device handle and electrosurgical unit. Following the instructions from the electrosurgical unit manufacturer, position the patient return electrode and connect it to the electrosurgical unit." "Following electrosurgical unit manufacturer's instructions for settings, verify the desired settings and activate the electrosurgical unit. Note: the maximum rated input voltage for this device is 2kvp-p for cut mode and 5 kvp-p for coagulation mode." Prior to distribution, all acusnare polypectomy snares are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. A review of the complaint history was conducted. Based on this review, the likelihood of this type of report is rare. Quality assurance will continue to monitor for complaint trends. Additional comments: based on the information provided that the device was used with an incompatible active cord, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.